Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart ''races'' when they walk to the mailbox, that the implantable pulse generator (ipg) ''itches'' and ''actually flips over when I lean over the tub''. The device remains in use. No further patient complications have been reported as a result of this event.